Manufacturer narrative:
During follow up interviews, the customer reported there was a loudspeaker error, however, audio was functioning as expected. The field service engineer(fse) confirmed the loudspeaker error. Replacing the loudspeaker did not resolve the issue. The fse determined the power supply of the loudspeaker was insufficient. The fse replaced the api board to resolve the issue. Unit is now working according to specifications.

Event description:
The customer reported a loudspeaker error is displayed. The device was in use at the time of the event. There was no report of patient or user harm.

Event description:
The customer reported that there was a loudspeaker failure. Audio has not been confirmed. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Visual inspection showed that the front panel is broken and the printer mechanics are loose. Functional testing indicated that there was a loudspeaker error. Replacement of loudspeaker was unsuccessful. Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.